Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that ever since the device was replaced in (B)(6) 2017 the patient has had pocket discomfort and ongoing difficulty with pain at the pocket site; the doctor reports the ins is still somewhat mobile in the pocket site. The patient was scheduled for a pocket revision to make the pocket smaller. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s occurred on (B)(6) 2018. As for a cause of the ins being loose in the pocket, it was noted that the patient went from a ¿larger¿ ins device to a smaller ins size in (B)(6) 2017 and that the pocket was too big for the smaller device. As a result, it made the device ¿somewhat mobile¿. There were no further complications reported or anticipated.